Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-dec-2017 with the following findings: during investigation, there was moisture found on the force sensor plate.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.